Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # (B)(4). Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-06, software version: 5.1.2 h3, h6) the system was serviced in the field. In summary, the issue was unable to be reproduced. The study in question was able to be sent to the guidance system via scan and plan without issue. The issue the user reported could have come from reusing a patient ID# that already exists, but this was not confirmed during checkout. Codes b01, c19, and d14 are applicable. H3, h6) a software analysis was performed for this event. In summary, the complaint was confirmed and a software issue was identified. The screen was unresponsive during the import scan to an existing patient when the existing patient was not selected in the patient folder. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the guidance system became unresponsive when attempting to import images from the imaging system. This occurred during a scan and plan procedure. The system became unresponsive a second time after restarting the system, rescanning the patient, and changing the patient's name in the system. As a result, the surgery was aborted. There was no patient harm. Additional information received from a manufacturer representative reported that there was 30 minutes of delay.